Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation. The previous surgery and the revision detailed in this investigation occurred 6 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to the dislocation. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are patient activities, loose joint from inadequate soft tissue, patient bone deterioration or trauma. Due to the short time between the previous and revision surgery, it is also possible that the event may have occurred due to improper implant selection/surgical procedure. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.